Event description:
It was reported an angio-seal was used after a percutaneous coronary interventional procedure. The collagen was not placed fully inside the skin, however the physician thought he tamped the collagen enough and put the tension spring to achieve hemostasis. After taking the spring off, the physician checked the collagen by touching it and the collagen came off. Bleeding occurred and a hematoma formed. Manual compression was applied for 30 minutes, then a compression pressure roll device was applied; hemostasis was achieved. Two days later, the patient's blood pressure decreased to 80. A blood test revealed the patient was anemic and 800ml of blood was transfused. Then next day, the patient received another 400ml of blood. Five days later, a CT scan revealed the patient was doing well.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this product met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.